Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with motor error alarm during the basic occlusion test due to loose, protruded drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked belt clip slot and broken reservoir tube lip. The test p-cap, reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they was able to clear alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.